Event description:
It was reported that patient with this right ventricular (rv) lead experienced perforation. Also, the lead exhibited noise and high impedance out of range making pacing and sensing impossible. A chromatography was performed and confirmed that the lead was perforated and a transoral echo was used to check for pericardial fluid accumulation. Also, it was stated that maybe the heart rotated and ended up lodged on the hinge. A new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Perforation cannot be confirmed by product analysis. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that patient with this right ventricular (rv) lead experienced perforation. Also, the lead exhibited noise and high impedance out of range making pacing and sensing impossible. A chromatography was performed and confirmed that the lead was perforated and a transoral echo was used to check for pericardial fluid accumulation. Also, it was stated that maybe the heart rotated and ended up lodged on the hinge. A new rv lead was implanted. No additional adverse patient effects were reported.